Event description:
Discordant results for troponin I (tni) were obtained on an advia centaur cp instrument. The customer identified the problem when the quality control (qc) appeared to be out of range. The customer reran all the samples after the last qc in range on an alternate instrument, same model, in the laboratory. Thirty tni were found to be discordant high and 30 corrected result reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tni results was due to malfunction of the wash pump and luminometer. The fse replaced the wash pump and the luminometer. The instrument is performing within specifications. Further evaluation of the device is not required.